Event description:
Reportedly, the pacemaker (kora 250 dr) and the vega r58 lead were implanted in (B)(6) 2023. At the implantation, good electrical measurements were obtained. A routine in clinic follow-up was performed (2 month post implantation), the patient reported to the physician that he felt dizziness. During the follow-up, the physician found intermittent ventricular capture even at maximum output. In bipolar and unipolar modes (sensing and impedance values were stables) the physician decided to explant the ventricular lead and the kora dr pacemaker. A new lead was implanted.

Manufacturer narrative:
Summary of the investigation: vega r58, s/n (B)(6): deeper analyses were carried out in dry and wet conditions and revealed an internal low insulation between lines at connector level of the lead. This finding explains the reported electrical issue. One hypothesis is the detachment of the pu tube at the connector level but cannot be confirmed with the return sample. Ongoing actions are carried out to prevent it re-occur. The investigation results are retained and utilized for trending purposes. For more details, please refer to the enclosed final report.

Event description:
Reportedly, the pacemaker (kora 250 dr) and the vega r58 lead were implanted in (B)(6) 2023. At the implantation, good electrical measurements were obtained . A routine in clinic follow-up was performed (2 month post implantation), the patient reported to the physician that he felt dizziness. During the follow-up, the physician found intermittent ventricular capture even at maximum output. In bipolar and unipolar modes (sensing and impedance values were stables) the physician decided to explant the ventricular lead and the kora dr pacemaker. A new lead was implanted.